Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient underwent pulsed field ablation procedure with farawave catheter on (B)(6) 2024. The patient experienced elevated bilirubin level the next day and improvements were shown in labs drawn on (B)(6) 2024. On (B)(6) 2024, the patient experienced hypotensive with acute kidney injury that resulted in hospitalization and death. No additional information was reported. As the event occurred post procedure the device is not expected to be returned.